Manufacturer narrative:
This report is associated with (B)(4), super poligrip original.

Event description:
I got kidney stones [renal stone] this might go down my throat sometimes [exposure via ingestion] case description: this case was reported by a consumer and described the occurrence of renal stone in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. In (B)(6) 2017, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced renal stone (serious criteria gsk medically significant) and exposure via ingestion. On an unknown date, the outcome of the renal stone and exposure via ingestion were unknown. It was unknown if the reporter considered the renal stone and exposure via ingestion to be related to super poligrip original (zinc free formula). Additional information: adverse event information was received on 11 january 2018. The consumer stated she had been using the product about a year, wanted to know what were the ingredients were in it . She got kidney stones and need to figure out everything, she may put in her stomach and this might go down her throat sometimes.